Event description:
Attorney reported: on or about 2006, patient underwent a hernia repair surgical procedure, during which a composix kugel mesh was implanted. Patient suffered multiple and severe painful injuries, including but not limited to, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, and permanent disfigurement of her abdominal area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.